Event description:
Fill volume: unk. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV. The pharmacy reported that a patient reported an incident of fast flow. Incident as reported: the chemo pump should have infused over 46 hours; it infused 11 hours too fast. Per the patient, he states his pump infused 11-13 hours too fast. This incident occurred on (B)(6) 2014. No injury occurred to the patient. Additional information received on (B)(6) 2014: the reporter retrieved the pump and believes the patient was mistaken on the infusion happening too fast. There was no clinician present to disconnect at the time he states the pump ran out. In retrieval of the pump, there was still residual medication in te chamber which would not have been the case if it ran 11 hours too fast, based on the time the nurse disconnected.

Manufacturer narrative:
Method: the device is not available for return. Product information was not available, therefore the device history records could not reviewed. Results: as a device was not available for an evaluation no method were performed, and results cannot be obtained. Conclusions: the device was not returned to I-flow for evaluation, and a lot number was not provided. Based on the reported information, we are unable to determine if the pump was within or out of specification. In addition, the reporter specified that some volume of medication was left in the pump when it was received from the patient. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.